Event description:
It was reported that the patient is experiencing burning sensation and pain in their chest at the implant site. Patient stated it has always been sensitive, but on day of report it seems particularly sensitive. Patient reported it is hard for them to concentrate on anything because it is burning and irritating. Patient mentioned they know when they charge their implant their implant can get quite warm, but stated they have not charged their implant today. Patient denied any recent trauma to implant site or falls. Patient mentioned they cannot turn off their implant because they get too symptomatic with therapy off. Patient confirmed implant site does not look red, infected, or swollen, and looks the same as it always has. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.